Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morph ology was not reported. It was reported that the aneurysm is currently 3.6 cm in diameter. The patient presented at a routine follow up appointment. It was reported that a recent CT revealed that there is a type iii endoleak, fabric (or suture hole) at the flow divider of the bifurcated stent graft. The physicians will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.